Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was testing in memory mode. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged meter issue began on (B)(6) 2017 at 6:00 pm. The patient stated that she manages her diabetes with oral medication (metformin), diet and exercise. During the call, the patient claimed she continued to watch her carbohydrate intake in response to the alleged issue. The patient claimed that 22 hours after the alleged issue began she ¿felt like she was going to faint¿. During the call, the patient claimed she treated herself with food and felt better right away. No other device was used for testing. During troubleshooting, the csr educated the patient on the correct testing procedure and walked the patient through a retest. The alleged meter issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury adverse event after the alleged meter issue began.